Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for blood fungemia with candida glabrata, suspected from urinary sepsis. The infection cleared with eraxis (anidulafungin), vancomycin (vancocin), merrem (meropenem) and fluconazole (diflucan). The fluconazole continued once the intravenous (IV) meds were completed. The driveline was not cultured but did not appear infected. The repeat blood cultures were negative. The patient had ongoing groin methicillin-resistant staphylococcus aureus (mrsa) and enterobacter.

Manufacturer narrative:
Section b2 correction. Section b5 infection and medication corrections. Section h6 health effect - clinical code 1735 - bacterial infection added. Section h6 health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Section h6 health effect - impact code 4640 - ivd testing added. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for blood fungemia with candida glabrata, suspected from urinary sepsis. The infection cleared with eraxis (anidulafungin), vancomycin, merrem (meropenem) and fluconazole. The fluconazole continued once the intravenous (IV) meds were completed. The driveline was not cultured but did not appear infected. The repeat blood cultures were negative. The patient had ongoing groin methicillin-resistant staphylococcus aureus (mrsa) and enterobacter.